Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume and vibration was too low. Customer's blood glucose level was 113 mg/dl. Customer will use current pump until replacement is received.